Event description:
A medtronic representative reported that a demo unit synergy cranial 2.2.6 software was slow and became unresponsive, and had difficulty merging exams with the demo lee model. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep rebooted the system and the application was fully functional with no further issues. The reported event could not be duplicated by onsite medtronic personnel.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Software investigation not completed as yet.